Event description:
The peripherally inserted central catheter line was inserted on 3/13/98. On monday 3/24/98 rptr was notified that the catheter was leaking. Upon investigation the catheter was leaking from a small hole at the catheter-hub junction. Catheter was removed intact.